Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, initial reporter sent report to FDA, and 510k are unknown. No information has been provided to date.

Event description:
It was reported that during use of the cassette, the pump displayed a no disposable alarm. Patient used a new cassette with a back up pump without issue. Patient also reported some of the cassette tubing turned tan color at the area between filter and central venous catheter connection.